Manufacturer narrative:
(B)(4). Date sent: 10/20/2020. Investigation summary: the analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The staple line and cut line were complete and the staples met the staple form release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The event described could not be confirmed, as no malformed staples were observed and the device performed without any difficulties noted and no cartridge was returned for analysis. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. The analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The staple line and cut line were complete and the staples met the staple form release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Although there is no direct evidence of user error, the instructions for use do contain the following: "caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/thick tissue between the jaws, may result in instrument failure. In addition, it notes that once the firing cycle has initiated, it must be completed. If re-initiation of firing is resumed after the instrument is unclamped, the instrument will lock out. If resistance is felt, stop and replace the reload." The event described could not be confirmed, as the device performed without any difficulties noted and no cartridge was returned for analysis.

Manufacturer narrative:
(B)(4). Batch #: r5ad1f. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Additional information: a photo was received for review. Upon visual inspection of one photo, the following was observed: the photo shows tissue with a staple line and a protruding staple of tissue appears to be not properly formed. Based on the photo, the event described is confirmed, however, no conclusion or root cause could be determined. Hands-on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Device analysis is in progress but has not yet been completed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap gastric bypass, the physician fired ats per IFU to create jejuojejunostomy and stated that he experienced one of the staples missing their pocket and not forming a b-shape. As a result, more attention was applied to this area during over sew of the anastomosis of jejuojejunostomy to complete the case. There were no patient consequences.